Manufacturer narrative:
Patient weight is unavailable. The device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. The device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove one malfunctioning cardiac lead in the patient's right atrium, and injury occurred. Reportedly, a 12f glidelight laser sheath was used to extract the lead. The case was progressing smoothly, but once the physician progressed beyond the superior vena cava (svc), the blood pressure dropped. The physician immediately deployed a bridge rescue balloon successfully. A sternotomy was then performed to successfully repair the injury.